Event description:
I had a bladder sling placed to reduce the amount of bladder leakage. It did not work and I ended up with more leakage and uti's (boston scientific). I had a bladder sling operation to correct my bladder leakage problem. The operation was done in (B)(6) by a dr (B)(6). It was a boston scientific bladder sling avulta. It was a failure and I ended up with interstitial cystitis and chronic uti's. My doctors all did lab tests to prove it. The list of doctors are as follows: I've had urine leakage worse than ever and chronic uti's plus interstitial cystitis diagnosed by dr (B)(6). I have to take elmiron to help the problem which is very expensive to buy.